Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social networking that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer also reported that the insulin pump was off all the way, because it was failed. The insulin pump will not be returned for analysis.